Event description:
(B)(4). It was reported that post percutaneous coronary intervention, in-stent restenosis occurred. In (B)(6) 2011, the patient presented with complaints of postprandial chest discomfort and dyspnea. Stress test was performed which revealed anteroapical ischemia. The subject was diagnosed with silent ischemia and cardiac catheterization was recommended. In (B)(6) 2011, the index procedure was performed. Target lesion #1 was a de-novo lesion located in proximal left anterior descending artery (lad) with 70% stenosis and was 8 mm long with a reference vessel diameter of 2.74 mm. Target lesion #1 was treated with pre-dilation followed by placement of a 2.50mm x 12 mm taxus liberté stent with 0% residual stenosis. One day post- procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest discomfort and dizziness associated with dyspnea on exertion. Positron emission tomography scan revealed possible anteroapical ischemia. The study drug was never taken during the study and other antiplatelet medication was last taken in (B)(6) 2012. In (B)(6) 2013, the patient was hospitalized for cardiac catheterization. The in-stent restenosis of the proximal lad and focal stenosis of the mid lad were treated with balloon angioplasty and placement of 3.00mm x 28 mm and 3.00mm x 24 mm promus stents with minimal overlap and with 0% residual stenosis. The event was considered resolved without residual effects. Two days post- procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: device is combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).